Manufacturer narrative:
Allergan has initiated an investigation into this late report. Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions for use: no clinical data is available regarding the efficiency and tolerance of juvéderm® volift¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine. Eighteen days later patient was injected with 1 ml of juvéderm® volift¿ with lidocaine. Injection sites were noted as cheek/midface and tear trough. After approximately 7 months patient developed an ¿adverse event under one eye¿, noted as swelling. Symptoms were located on the ¿right cheek/up under eye.¿ patient was treated with hyaluronidase and was prescribed dalacin and ciprofloxacin. Symptoms are ongoing. Patient was taking levaxin and paroxetine at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00923 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.